Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer clicked but did not open. A field service engineer opened the drawer and adjusted the guide rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the half height cubie drawer required maintenance. The customer indicated that the user utilized a different station to obtain the medication and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.